Manufacturer narrative:
Additional information was received on october 26, 2015 that was omitted from the initial MDR MFR report # 1049092-2015-00655 that was submitted on 11/12/2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
The end user reports red, itching skin under the entire wafer which started in (B)(6) 2015. She sought treatment from her physician in (B)(6) and was issued a prescription for a topical steroid cream. End user advised she never used the prescription instead she switched to a competitor's product and the skin irritation resolved within 1 week. She resumed using convatec's product 1 week ago and she noticed the redness to her skin has returned.